Event description:
It was reported that an expired 2.5x38mm xience xpedition stent was implanted in the patient on (B)(6) 2014. There were no reported adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for use after expiration from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: note the use by date. Based on the reviewed information, no product deficiency was identified.